Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
The complainant reported that during impella 5.5 support, placement signal and left ventricular waveforms and associated values were no longer displayed on the automated impella controller (aic). A ¿placement signal not reliable¿ alarm was reported. Device connections were checked and recommendations for further assessment were provided. Additional information indicated that placement signal and left ventricular pressure values were subsequently observed to be significantly higher than the patient¿s measured blood pressure. Device position was assessed and confirmed using imaging. Following repositioning of the impella 5.5 pump, improvement in the displayed placement signal and left ventricular values was reported. Due to the reported condition, the aic was replaced and retained for further evaluation. The impella 5.5 pump continued to provide support and is expected to be retained following explant for manufacturer evaluation. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.